Event description:
Stroke [stroke]. Confused [confusion]. Constipated [constipation]. Diarrhea [diarrhea]. Drug maladministration [drug maladministration]. Case description: this case was reported by a consumer and described the occurrences of stroke in a (B)(6) unk patient who received oral moisturisers (biotene original oral rinse (savannah)) unk (batch number 5a14n1, expiry date 12/31/2017) for dry mouth. Concomitant products included bismuth subsalicylate (pepto bismol).

Event description:
Swallowed product [wrong route of administration]. Device misuse [device misuse]. Accidental ingestion [accidental ingestion of product]. On an unknown date, the patient started biotene original oral rinse ((B)(4)) on (B)(6) 2015, an unknown time after starting biotene original oral rinse ((B)(4)), the patient experienced constipation and diarrhea on an unknown date, the patient experienced stroke (serious criteria gsk medically significant), confusion and drug maladministration. Biotene original oral rinse ((B)(4)) was discontinued (dechallenge was unknown). On an unknown date, the outcome of the stroke, confusion, constipation and drug maladministration were unknown and the outcome of the diarrhea was not recovered/not resolved. It was unknown if the reporter considered the stroke, confusion, constipation and diarrhea to be related to biotene original oral rinse ((B)(4)). Error correction: this report is being resubmitted to capture corrections. The information was received on september 25, 2015 and is as follows. This version was created in order to reselect the suspect product formulation. An ae revision was made on (B)(6) 2015. Due to the multiple changes that have been made to this case, a new narrative has been created. This case was reported by a consumer's daughter and described the occurrence of stroke in a (B)(6) male patient who received oral moisturisers (biotene original oral rinse ((B)(4))) mouth wash (batch number 5a14n1, expiry date 31st december 2017) for dry mouth. On an unknown date, the patient started biotene original oral rinse ((B)(4)) (dental) at an unknown dose and frequency. On (B)(6) 2015, an unknown time after starting biotene original oral rinse ((B)(4)), the patient experienced constipation and diarrhea. On an unknown date, the patient experienced stroke (serious criteria gsk medically significant and other: serious adverse event), confusion, wrong route of administration, device misuse and accidental ingestion of product. Biotene original oral rinse ((B)(4)) was discontinued (dechallenge was negative). On an unknown date, the outcome of the stroke, confusion and constipation were unknown and the outcome of the diarrhea was not recovered/not resolved and the outcome of the wrong route of administration, device misuse and accidental ingestion of product were recovered/resolved. It was unknown if the reporter considered the stroke, confusion, constipation and diarrhea to be related to biotene original oral rinse ((B)(4)). Additional details: the consumer's daughter reported that her father used the product and experienced diarrhea and constipation. She stated that her father had his first stroke six months ago and another one two and a half weeks ago, and it is not known if the stroke was related to the use of the product. She also reported that because of the stroke, her father was confused and drank one cup of the product everyday instead of spitting it out.

Event description:
Device misuse [device misuse]. The adverse event revision received on (B)(4) 2015. The daughter reported accidental exposure to product as her father was confused and has been accidentally drinking a cap full of it a few times a day. He has drank about half the bottle over the course of the last few weeks. The adverse event of drug maladministration has been removed as this was captured in error. The adverse event of confusion has been removed as this was captured in error.